Event description:
Customer reported 2gm magnesium sulfate in 100ml was programmed at 50ml/hour (set up as a primary), instead it infused completely in approximately 7 minutes. The customer checked log for programming and found no programming issues. Module was received with the door closed and he has not opened the door, he sees no obvious anomalies that would lead to unregulated flow. He also received the disposable set, however it was removed from the module before it was sent to him. He does not see any obvious anomalies that would suggest a set leak or other way the volume could have been lost. No patient harm or medical intervention required. Patient was on telemetry with no apparent change in vital signs. Customer states that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Customer has provided event logs and the pump module has been returned. A follow up report will be submitted once the failure investigation has been completed.